Event description:
It has been reported to philips that the c-arm won't move prop in roll. The device was in clinical use. No patient harm. The procedure was completed. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the c-arm won't move prop or roll. Review of the system log file showed that the ¿ error on xper module¿ the graphical ui. Upon troubleshooting, fse found that the geo module was defective. To resolve this issue, fse replaced the geo module and reloaded the board software. After the replacement,the system was returned to use in good working order. The codes were updated based on the investigation outcome.